Event description:
The patient was being moved via hoyer lift when the bracket that holds the sling came apart causing the patient to fall to the ground. Rusty's weigh performed a scale test and calibrated to handbook 44 specs.